Event description:
This report summarizes one malfunction event. A review of the event indicated that model gmue7gss gel mark ultracor biopsy site marker experienced detachment of device. For this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The physical sample was not returned for evaluation. One electronic photo was provided for review. Based on the photo review, one distal portion of the marker applicator noted to be laying on a flat surface, bloody with one "omega" shaped wireform present within the aperture. No marker pads were visible within the photo. The distal portion noted to have a jagged break and stretching to the proximal end. Therefore, based on the photo review, the investigation is confirmed for the alleged detached distal tip of the marker applicator. Although it is highly likely procedural factors contributed to the reported event, the definitive root cause for the reported applicator tip detachment could not be determined based on the provided limited information. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model gmue7gss gel mark ultracor biopsy site marker experienced detachment of device. For this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided. The gmue7gss gel mark ultracor biopsy site marker was not returned for evaluation, limiting investigation.